Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the hf sensor implant procedure the patient developed a right bundle branch block (rbbb) and subsequently complete heart block. Sensor was deployed uneventfully. The physician altered the medication, temporary pacing was initiated and permanent pacemaker was implanted. Follow up identified the patient has recovered, stable and is at home. Physician believes that pressure from delivery catheter and wire on septum could have contributed to the development of rbbb.